Event description:
It was initially reported by the physician that patient recently showed increase in depression and was unable to sense stimulation in the last 3 months; however, diagnostics 3 months ago showed everything working within normal limits. Company representative went to the physician¿s office to see what is going on with the patient and he interrogated the generator and performed diagnostics and observed everything was working within normal limits. During this, it was also noted from the physician¿s handheld that during the last patient¿s office visit, physician had a faulted system test and patient¿s off time was reset to 60 minutes off rather than 5 minutes off. Company representative discussed this issue with the physician and informed him that a faulted system test can lead to change in device settings and therefore it is important to perform final interrogation after every system test. Physician felt that this change might have contributed to the increase in depression and patient not feeling stimulation. Patient¿s settings were changed to intended settings during that time.

Manufacturer narrative:
Method: analysis of programming history.